Event description:
It was reported that the patient's pump was refilled about two weeks prior and they had ¿some problems¿. The patient had to return to the physician¿s office the next day "because there was something in the programming he needed to fix.¿ "that the pump would turn off in a couple days if he didn't do what he did. Then the patient "had no problem." There were no patient symptoms. Additional information received reported that there was a possible programming issue. The actions taken to resolve the issue was "reprogrammed." The reason for the bolus denied screen was due to a programming error. There was no electromagnetic interference (emi) source. The healthcare provided corrected programming of concentration. The denied bolus issue had been resolved. The patient recovered without permanent impairment. Additional information received reported that there was a pharmacy label that was misread. The correct concentration was entered. This did successfully resolve the programming issue. The pump system was delivering fentanyl. The information regarding programming error due to concentration was previously reported in regulatory report # 3004209178-2015-03669, any additional information will be reported regarding programming error will be reported here.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).